Manufacturer narrative:
No medwatch rec'd by the user facility. All sections on this form completed by the MFR. To date, the prod has not been rec'd to perform an investigation. If the prod is rec'd, a f/u report will be sent. A review of prod history for the past five yrs found other reports of this failure mode. An investigation of similar reports found that the coating on the device was nicked/sliced indicating that it came in contact with a sharp object/instrument during use. Damage to the coating can contribute to this failure mode.

Event description:
The customer reported that the insulation of the ablator burned off the tip during use, in knee arthroscopy. There was no report of injury or surgical delay.